Event description:
Event description boston scientific received information that this implantable right ventricular (rv) lead displayed noise on the pace/sense and shock channels. The noise resulted in pacing inhibition and inappropriate shocks to the patient. The noise is reproducable with patient isometrics. All other lead diagnostics were normal.